Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during da vinci assisted surgical procedure, the small grasping retractor instrument was observed to have a broken silver cable at the wrist of the instrument. It was noted that the broken cable appeared to be responsible for moving the instrument left and right. The surgical procedure was completed utilizing a back-up da vinci instrument of the same kind with no reported injury.